Manufacturer narrative:
Originally the lot number was reported as unknown; however, during the device evaluation, the lot number was retrieved on july 29, 2020. Therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date have been populated. During the investigation, it was observed on july 29, 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. This issue remains assessed as a MDR reportable issue. Device evaluation completed on 7/31/2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported by the caller that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being prepped, the dilator of the sheath would not go easily through the hemostatic valve of the sheath. Once the dilator was through the valve and in the sheath, the sheath was flushed and saline was coming back out through the hemostatic valve. The sheath was exchanged and the issue was resolved. The hemostatic valve (gasket) did not break into two or more separate pieces nor became detached. No patient consequence was reported. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device .the dislodged condition noted on the hemostatic valve was related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device. However, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure. However, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported by the caller that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being prepped, the dilator of the sheath would not go easily through the hemostatic valve of the sheath. Once the dilator was through the valve and in the sheath, the sheath was flushed and saline was coming back out through the hemostatic valve. The sheath was exchanged and the issue was resolved. The hemostatic valve (gasket) did not break into two or more separate pieces nor became detached. No patient consequence was reported. The reported event was assessed as a MDR reportable hemostatic valve separation issue.